Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 3, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half, coated in viscoelastic residue, and the lens pieces were stuck together. The lens pieces were cleaned and separated. No further issues were identified. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a4, a5 and a6: unknown/ asked but not available. (No): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (unplanned vitrectomy) an attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from a patient's right eye since the patient experienced dysphotopsia. The issue was noted during the post-op examination. There is no indication that the patient's daily activities were affected. A replacement lens of a different model and diopter (dcb00, +21.5) was implanted. There was incision enlargement and vitrectomy performed, but no sutures required. There was no medical intervention and no delay in procedure reported. The patient's outcome is unknown. No further information was provided.